Event description:
There was an allegation of questionable calcium gen. 2 results from the cobas 8000 c702 module. Sample 1 initial result was 7.0 mg/dl and the repeat result was 9.1 mg/dl. Sample 2 initial result was 6.5 mg/dl and the repeat result was 8.0 mg/dl. The repeat results were believed to be correct.

Manufacturer narrative:
The reagent lot number was 744185. The expiration date was not provided. The field service engineer (fse) found the sample probe up/down movement inside arm was sticking and was possibly intermittently causing insufficient sample dispense. He adjusted the liquid level detection (lld) wiring in the sample probe arm to allow free probe up/down movements and adjusted the gear pump pressure and cell blank volume. The customer ran calibration and qc which passed and the fse ran a precision check which passed. The investigation determined the service actions resolved the issue.